Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the threads of the implant were cross threaded at tooth location 3. The customer requested a thread tap. The implant remains implanted. D4: expiration date: 01 sep 2020 .PMA/510k : 24 june 2019 .device manufacture date: 14 sep 2015. The reported device was not returned for evaluation as the device remains implanted in the patient¿s mouth. The reported condition of damaged implant threads at tooth location 3 was not confirmed. A device history record (DHR) review for the reported device lot was completed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the threads of the implant were cross threaded at tooth location 3. The customer requested a thread tap. The implant remains implanted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device remains implanted.

Event description:
It was reported that the threads of the implant (tsvtb10) were cross threaded. The customer requested a thread tap. The implant remains implanted. Tooth location 3.